Event description:
During servicing of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The belt was found to have the wires from the rear therapy electrode pad to the distribution node pulled from the distribution node. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged wires) has been confirmed. As received, the wires from the rear therapy electrode pad to the distribution node were pulled from the distribution node. The root cause of the pulled cables cannot be positively identified, but was likely a result of excessive force. Once the rear therapy electrode cable was replaced, the belt was fully functional. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.